Manufacturer narrative:
Analysis received the unit with moisture damage on the electronic assembly and motor assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was unknown at the time of incident. The customer stated there are cracks on the insulin pump. The insulin pump will be returned for analysis.